Event description:
The manufacturer received information alleging a ventilator failed to power on as designed. There was no harm or injury reported. During the evaluation, the customer's complaint was confirmed. The device's power management board needs to be replaced to address the issue. Additionally, the device's rear and front enclosures were found to be physically damaged and need to be replaced. No components were replaced. The device was scrapped.